Manufacturer narrative:
Prod involved in incident was returned and eval. The returned prod performed within spec.

Event description:
Caller indicated the advance meter was giving variable results. This morning at 10am she tested her bg = 500. She felt this was to high so she re-tested immediately. At 10:01am = 300. At 10:02am=91. She did not take any food or medicine prior or after results. She was not symptomatic. Her doctor informed her that the new med vyeta would lower her numbers but she gets a lot of high and varied readings. She has been getting varied readings like this for 6 weeks now. She does not squeeze her finger and her blood samples are not watery. She does not use alcohol. Uses proper testing technique. Strips stored properly. She also compared it to her doctor's meter once. Doctor = 170. Fifteen min later she tested with adv = 336. This was done about a week ago. She does not use control solution.